Event description:
This unsolicited device case was received from (B)(6) on 06-sep-2016 from a health care professional (obstetrician/gynaecologist). This case involves a (B)(6) female patient who received seprafilm placement and after unknown latency experienced pelvic peritonitis and abscess. Patient's medical history, past drugs and concomitant medications were not reported. The patient had no concurrent conditions and concomitant usage of medical devices. On an unknown date, the patient underwent placement of seprafilm, (dose, form, route, frequency, batch/lot number and expiration date: not reported) into unspecified location for post-operative adhesion (caesarean section). It was reported that seprawrap was not used. On (B)(6) 2016, after unknown latency, the patient experienced pelvic peritonitis for which patient was hospitalized. The site was partially overlapping the areas where seprafilm was applied. A puncture was performed in a site which seemed to be abscess, from which remaining seprafilm was removed. The symptom of the event thereafter showed a tendency of improvement although the causal relation was uncertain. On (B)(6) 2016, the patient recovered from the event of pelvic peritonitis. Corrective treatment: surgery for both events. Outcome: unknown for abscess; recovered for pelvic peritonitis. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporting obstetrician/gynaecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) for pelvic peritonitis. Reporting obstetrician/gynaecologist's causality assessment: probable. Seriousness criteria: important medical event for abscess. Reporting obstetrician/ gynaecologist's comment: another explanation for the event was factors such as an invasive surgery. Pharmacovigilance comment: sanofi company comment dated 9-sep-2016: this case concerns a patient who received seprafilm following a caesarean section and experienced pelvic peritonitis and an abscess at the site. Based upon the proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. However, the reporter also observed that another explanation could be the invasive surgery. Furthermore, the lack of information regarding the postoperative care and maintenance of aseptic conditions along with any other predisposing factors precludes the complete case assessment.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited device case was received from (B)(6) on (B)(6) -2016 from a health care professional (obstetrician/gynaecologist). This case involves a (B)(6) year old female patient who received seprafilm placement and 9 day later developed peritonitis. Patient's medical history was significant for previous caesarean section, caesarean section and non-smoker. There was no concurrent condition before surgery, no diabetes mellitus or allergic predisposition. Past drugs were not reported. The patient had no concomitant usage of medical devices. Concomitant medication included cefazolin as prophylaxis of postoperative infection.. On (B)(6) 2016, the patient was admitted to the hospital for surgery. Preoperative condition was generally healthy. On (B)(6) 2016, she underwent caesarean section (due to previous caesarean section) on gestational week (B)(6) , which was an elective surgery. No hyperthermic therapy was performed during the surgery. Transverse incision of the lower part of the uterus was performed. The same day, the patient underwent placement of 1 sheet of seprafilm (form, route, frequency, batch/lot number and expiration date: not reported) to the wound in the anterior uterus for postoperative adhesion (caesarean section). Seprafilm was applied directly to the anastomosis site (hysterotomy site, uterine anterior wall) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. It was reported that seprawrap was not used. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity and in the incision site. Intraperitoneal irrigation was performed (2 l). No resection was performed. The incision was anastomosed with hands (interrupted anastomosis). Both inner and outer layers were sutured with vicryl rapide (absorbable, synthetic, multi thread). The ligature was absorbable, synthetic, multi thread. Operative field was clean. As for the laparotomy incision, the first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (vicryl rapide, interrupted suture). The skin was sutured with hands, using absorbable mono thread (interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 2/3 hours. The volume of haemorrhage was 650 g and no blood transfusion was performed. On (B)(6) 2016 (postoperative day 7), she was discharged from the hospital in a favorable course. On the dame day, she had pyrexia of 39 degrees c. On (B)(6) 2016, she visited the emergency outpatient department for the pyrexia, and returned home once. After pyrexia, abscess was suspected around the bladder and peritoneal reflection. On (B)(6) 2016, vaginal culture showed staphylococcus epidermidis, blood culture was negative, procalcitonin was 0.76 (units not provided), c-reactive protein (crp) was 28.40 mg/dl and she was hospitalized. Contrast-enhanced computerized topography (CT) of the pelvis showed a cyst with CT number of approximately 18 in the vesicouterine pouch, and abscess was suspected. The same day, 9 days after seprafilm placement, onset of the event "peritonitis" (moderate), confirmed with CT. Subsequently, various antibiotics were used. The site was partially overlapping the areas where seprafilm was applied. A puncture was performed in a site which seemed to be abscess, from which remaining seprafilm was removed. The symptom of the event thereafter showed a tendency of improvement although the causal relation was uncertain. On (B)(6) 2016, ctguided drainage was performed, but culture identification was not possible. On (B)(6) 2016, bacterial culture of the abscess was negative. On (B)(6) 2016, bacterial culture of the abscess was negative, but mycoplasma was possible. On (B)(6) 2016, the drainage tube was removed. Although culture identification was impossible, treatment with azithromycin (azm) was started on the day because it was suspected that the pathogen could be mycoplasma. The remaining gelled seprafilm was partially collected (removed) by aspiration when the tube was removed. The event remarkably improved after this procedure. The hospitalization had been prolonged due to the event. The patient did not undergo re-laparotomy for the event. On (B)(6) 2016, the patient recovered from the event of pelvic peritonitis. Corrective treatment: surgery; drainage. Vancomycin (vcm), i.v. Drip, 2 g/day, from (B)(6) 2016, peritonitis tazobactam/piperacillin (taz/pipc), i.v. Drip, 13.5 g/day, from (B)(6) -2016, peritonitis vcm, i.v. Drip, 2.5 g/day, from (B)(6) 2016, peritonitis vcm, i.v. Drip, 2.5 g/day, from (B)(6) 2016, peritonitis azm, i.v. Drip, 500 mg/day, from (B)(6) 2016, peritonitis. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) for pelvic peritonitis. Reporting obstetrician/gynecologist's causality assessment: probable. Seriousness criteria: hospitalization or prolongation. Reporting obstetrician/gynecologist's comment: the adverse event was initially suspected to be abscess, but was eventually considered to be peritonitis. Other causative factors for the event were unknown. Although apparent causal relationship was unknown, the reporter had experienced a similar case 17 - 18 years ago at another hospital. Additional information was received on 04-oct-2016 from the physician (obstetrician/gynecologist). Medical history and concomitant medication was added. Suspect product dose, start and stop date was added. Verbatim for the event of pelvic peritonitis was updated to peritonitis and it's start date and corrective treatment was updated. Hospitalization dates were added. The event of abscess was deleted because the abscess was eventually considered to be peritonitis and updated to pyrexia of 39 degrees celsius as a symptom of peritonitis. Lab data was added. Related case was added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-oct-2016: this case concerns a patient who received seprafilm following a caesarean section and experienced peritonitis with underlying symptoms of fever and crp increased. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. However, the reporter also observed that another explanation could be the invasive surgery. Furthermore, the lack of information regarding the postoperative care and maintenance of aseptic conditions along with any other predisposing factors precludes the complete case assessment.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited device case was received from (B)(6) on 06-sep-2016 from a health care professional (obstetrician/gynaecologist). This case involves a (B)(6) year old female patient who received seprafilm placement and 9 day later developed peritonitis. Patient's medical history was significant for previous caesarean section, caesarean section and non-smoker. There was no concurrent condition before surgery, no diabetes mellitus or allergic predisposition. Past drugs were not reported. The patient had no concomitant usage of medical devices. Concomitant medication included cefazolin as prophylaxis of postoperative infection. On (B)(6) 2016, the patient was admitted to the hospital for surgery. Preoperative condition was generally healthy. On (B)(6) 2016, she underwent caesarean section (due to previous caesarean section) on gestational week (B)(6), which was an elective surgery. No hyperthermic therapy was performed during the surgery. Transverse incision of the lower part of the uterus was performed. The same day, the patient underwent placement of 1 sheet of seprafilm (form, route, frequency, batch/lot number and expiration date: not reported) to the wound in the anterior uterus for postoperative adhesion (caesarean section). Seprafilm was applied directly to the anastomosis site (hysterotomy site, uterine anterior wall) without wrapping the suture line of the intestinal anastomosis site. The condition of application was favorable. It was reported that seprawrap was not used. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity and in the incision site. Intraperitoneal irrigation was performed (2 l). No resection was performed. The incision was anastomosed with hands (interrupted anastomosis). Both inner and outer layers were sutured with vicryl rapide (absorbable, synthetic, multi thread). The ligature was absorbable, synthetic, multi thread. Operative field was clean. As for the laparotomy incision, the first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (vicryl rapide, interrupted suture). The skin was sutured with hands, using absorbable mono thread (interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 2/3 hours. The volume of haemorrhage was 650 g and no blood transfusion was performed. On (B)(6) 2016 (postoperative day 7), she was discharged from the hospital in a favorable course. On the dame day, she had pyrexia of 39 degree c. On (B)(6) 2016, she visited the emergency outpatient department for the pyrexia, and returned home once. After pyrexia, abscess was suspected around the bladder and peritoneal reflection. On (B)(6) 2016, vaginal culture showed staphylococcus epidermidis, blood culture was negative, procalcitonin was 0.76 (units not provided), c-reactive protein (crp) was 28.40 mg/dl and she was hospitalized. Contrast-enhanced computerized topography (CT) of the pelvis showed a cyst with CT number of approximately 18 in the vesicouterine pouch, and abscess was suspected. The same day, 9 days after seprafilm placement, onset of the event "peritonitis" (moderate), confirmed with CT. Subsequently, various antibiotics were used. The site was partially overlapping the areas where seprafilm was applied. A puncture was performed in a site which seemed to be abscess, from which remaining seprafilm was removed. The symptom of the event thereafter showed a tendency of improvement although the causal relation was uncertain. On (B)(6) 2016, CT guided drainage was performed, but culture identification was not possible. On (B)(6) 2016, bacterial culture of the abscess was negative. On (B)(6) 2016, bacterial culture of the abscess was negative, but mycoplasma was possible. On (B)(6) 2016, the drainage tube was removed. Although culture identification was impossible, treatment with azithromycin (azm) was started on the day because it was suspected that the pathogen could be mycoplasma. The remaining gelled seprafilm was partially collected (removed) by aspiration when the tube was removed. The event remarkably improved after this procedure. The hospitalization had been prolonged due to the event. The patient did not undergo re-laparotomy for the event. On (B)(6) 2016, the patient recovered from the event of pelvic peritonitis. Corrective treatment: surgery; drainage. Vancomycin (vcm), i.v. Drip, 2 g/day, from (B)(6) 2016, peritonitis tazobactam/piperacillin (taz/pipc), i.v. Drip, 13.5 g/day, from (B)(6) 2016, peritonitis vcm, i.v. Drip, 2.5 g/day, from (B)(6) 2016, peritonitis vcm, i.v. Drip, 2.5 g/day, from (B)(6) 2016, peritonitis azm, i.v. Drip, 500 mg/day, from (B)(6) 2016, peritonitis. Outcome: recovered/ resolved a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). No product lot number was provided by the reporter, therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) for pelvic peritonitis. Reporting obstetrician/gynecologist's causality assessment: probable. Seriousness criteria: hospitalization or prolongation reporting obstetrician/gynecologist's comment: the adverse event was initially suspected to be abscess, but was eventually considered to be peritonitis. Other causative factors for the event were unknown. Although apparent causal relationship was unknown, the reporter had experienced a similar case 17 - 18 years ago at another hospital. Additional information was received on 04-oct-2016 from the physician (obstetrician/gynecologist). Medical history and concomitant medication was added. Suspect product dose, start and stop date was added. Verbatim for the event of pelvic peritonitis was updated to peritonitis and it's start date and corrective treatment was updated. Hospitalization dates were added. The event of abscess was deleted because the abscess was eventually considered to be peritonitis and updated to pyrexia of 39 degree celsius as a symptom of peritonitis. Lab data was added. Related case was added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-oct-2016. Global ptc number and investigation results were added. Pharmacovigilance comment: sanofi follow up company comment dated 19-oct-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a patient who received seprafilm following a caesarean section and experienced peritonitis with underlying symptoms of fever and crp increased. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. However, the reporter also observed that another explanation could be the invasive surgery. Furthermore, the lack of information regarding the postoperative care and maintenance of aseptic conditions along with any other predisposing factors precludes the complete case assessment.